Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 6.63.92. Evaluation summary: the reported condition of a colleague infusion pump with failure code 12:602:1840:0000 was confirmed during product evaluation in the pump's event history. The root cause of the condition was determined to be a software failure. Baxter personnel turned the pump on and off and no failure codes appeared. The reported condition could not be reproduced; therefore, no repair was necessary for this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 12:602:1840:0000. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.